Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the flush tube missing from the instrument, the luer plate dislodged from the chassis and loose in the back end. It appears that the damage was most likely due to a use issue during instrument cleaning. Also during evaluation, engineering observed the distal end of the main tube had various deep scratch marks with material removed. Based on the appearance of the damage, the scratches may have been caused by inadvertent contact with other instruments. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that the maryland bipolar forceps instrument flush port fell out of the housing. No additional information was provided. No pt harm, adverse outcome or injury was reported.